Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous superficial femoral artery (sfa). The 4.0 x 20/135mm sterling balloon catheter was advanced and crossed the target lesion. The balloon was being used to pre-dilate the lesion. It was inflated to 6 atms, 8 atms and 10 atms. Upon the 4th inflation, balloon ruptured at 14 atms. The balloon catheter was successfully removed intact from the inside the pt. The procedure was completed with different device and no pt complications were reported. The pt's current condition is listed as "good".